Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from patient support, a call was received from a care advocate who reported a patient underwent a transfemoral tavr procedure with a 23mm sapien 3 ultra valve in aortic position and passed away "9 days post-tavr." The care advocate stated that the patient "died as a result of the tavr valve." When asked for more information about cause of death, the advocate added that the patient "suffered a stroke" and that the death certificate had "a bunch of things listed but the stroke was the first cause listed."

Event description:
As reported from patient support, a call was received from a care advocate who reported a patient underwent a transfemoral tavr procedure with a 23mm sapien 3 ultra valve in aortic position and passed away after tavr. The care advocate stated that the patient "died as a result of the tavr valve." When asked for more information about cause of death, the advocate added that the patient suffered a stroke and that the death certificate had "a bunch of things listed" but the stroke was the first cause listed. The advocate did not ask to speak with ew physicians. Per medical records, the patient was noted to have speech difficulties, and right facial droop shortly after tavr. A stroke code was called. CT head was negative for acute hemorrhage. Cta head/ neck confirmed no large vessel occlusion. Tnkase was not administered, given increased risk for bleeding with age. Subsequent MRI showed multiple subacute infarcts scattered throughout the lmca distribution of l frontal, parietal, posterior margin l putamen. Neuro recommended restarting eliquis to allow permissive hypertension. On post op day 5, the patient had a hypotensive episode with worsening right-sided weakness. Bp improved with IV fluids and CT head remained unchanged. After multiple bedside discussions with the patient and family; the patient elected to pursue comfort measures and peacefully passed away on post op day 9.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, b5, b7, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions, and h11 have been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The complaint for stroke was confirmed based on the provided medical records. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU revealed no deficiencies. Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the overall transcatheter valve replacement (tvr) procedure and the use of the edwards transcatheter heart valve (thv) devices. According to the literature review, and as documented in a clinical technical summary written by ew, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during thv demonstrated that most procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no significant differences in the frequency of late strokes between thv and avr patients. After thv, there appears to be a more considerable proportion of early strokes occurring < 24 h post-procedure, but thv patients with multiple co-morbidities are probably at higher risk of both early and late strokes. Per medical records, "the patient was noted to have speech difficulties, and right facial droop shortly after tavr. A stroke code was called. CT head was negative for acute hemorrhage. Cta head/ neck confirmed no large vessel occlusion. Tnkase was not administered, given increased risk for bleeding with age." In this case, limited information was provided; therefore, a definitive root cause is unable to be determined at this time but may have been due to patient factors (female sex, age >75 years, multiple relevant co-morbidities). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.